Manufacturer narrative:
The root cause of this incident is unknown. The locking screw, along with the plate and other screws implanted, were returned to osteomed for evaluation. The sales representative was present at the extraction surgery, and stated that the locking screw was backing out ever so slightly on the distal end of the plate. The patient complained that the screw head created a bump and some discomfort. There is no information regarding the angle at which the screw was inserted, or how fully seated the screw was during implantation. It is known that at extreme angles, the head does not sit flush inside the plate hole, and can sit proud which might be felt by the patient, and could cause irritation. X-rays and post operative instructions could not be provided. The review of the hps product information and instructions for use shows that it includes multiple warnings and instructions concerning situations that could cause implant fracture or failure. Some of these include: locking screws and plate holes can be used up to three times, use of excessive torque during insertion of screws may lead to implant failure, and weight bearing is not recommended following implantation of osteomed hand fusion has occurred. The IFU also recommends that the surgeon must have specific training, experience, and thorough familiarity with the use of internal rigid fixation devices, surgical techniques and post-operative care. There is also a recommendation that patients must closely follow the post-operative instructions from their surgeon. The osteomed hand plating system is intended for temporary fixations only until osteogenesis occurs. The review of the hps surgical technique guide shows that it includes instructions to guide the user in the proper technique to repair breaks in hand bones. It warns to ensure that screws do not converge. It provides a chart for the range of 1.6mm plate/screw angles, ± 22° from perpendicular. There is also a warning that while screw heads are designed to sit flush with plate, screw head prominence will vary at severe angle. Screw head prominence can cause soft tissue irritation. The stg also has specific warnings concerning multiple use of locking screws - locking screws and plate holes can be used up to 3 times. The lot number was not provided. Therefore, the review of the DHR could not be performed. The review of capas did not identify any internal investigations for this device. The review of ncrs and complaints did not identify a similarly related issue. The risk of this failure has been evaluated within the hand plating system failure mode and effects analysis document. There are 4 potential causes, all with a probability risk rating of 1, and a variety of severity ratings ranging from 1 to 3. The final risk levels were either low or medium. Based upon the investigation results, the root cause cannot be determined. This issue will be monitored through routine trending.

Event description:
On (B)(6) 2017, osteomed was notified that a locking screw in the distal end of a 6 hole tia plate seemed to not lock correctly. The screw appeared to have wiggled itself back out a couple turns, creating a bump and patient discomfort. The device was implanted (B)(6). The device was removed on (B)(6) 2017.